Manufacturer narrative:
This report is submitted on 1 february 2021.

Event description:
Per the clinic, the patient experienced infection at implant site and subsequently was treated with antibiotics. The issue could not be resolved resulting in explant of the device on (B)(6) 2020.

Manufacturer narrative:
This MDR was a duplicate. Any further information will be provided with report number 6000034-2021-00266. This report is submitted on 09 feb 2021.